Event description:
While recovering in the hospital following a non-cardiac surgery, the patient passed away. The healthcare provider observed episodes of noise in the session records and requested a review by abbott technical support. Many episodes of ventricular tachycardia (vt) were recorded just prior to the patient death and many high voltage therapy and anti-tachycardia pacing (atp) were delivered. The noise was believed to be signals of a dying heart and therapy was delivered. Additionally, intermittent undersensing was observed on the discrimination channel. At times, the undersensing resulted in delayed therapy when the device falsely diagnosed sinus rhythm. However, the device did also provide therapies converted the patient to sinus rhythm followed by a reoccurrence of the arrhythmia. The last episodes appeared to be agonal rhythm, which consisted of low signal. The decrease in r-wave sensing resulted in undersensing by the device as the amplitude fell below programmed detection. The physician does not suspect a device malfunction.